Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The issue was due to a clogged manifold; therefore, air could not be fed. In addition, the following reportable malfunctions were identified during the device evaluation: clogged manifold unit. Based on the results of the investigation, it is likely stress led to the malfunction; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit had not working suction. The issue was found during set up the device for use. There were no reports of patient involvement.